Event description:
It was initially reported that the patient experienced acute pain on the left side of the vaginal area which had been going on for several months. In the past, the patient was noted as having bladder spasm pain but the current pain was described as different. The patient was on program 2 on their implantable neurostimulator (ins) and had tried decreasing the amplitude and trying different programs to an attempt to alleviate the pain. It was noted that they felt the pain on all of the programs. The patient had an appointment with their healthcare professional (hcp) on (B)(6) 2012 and was instructed to turn the stimulation off for 24 hours before the appointment and then turn it back on. The patient was also informed by the hcp that her bladder had "shrunk again" even though they were told this wouldn't happen. Follow up information received reported that the issues the patient was experiencing were unrelated to the ins therapy/device. Impedance measurements did show high values (>4000 ohms) on electrode combinations of case <(>&<)> #3, 0<(>&<)>3, 1<(>&<)>3, and 2<(>&<)>3. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot # j0309551v, implanted: (B)(6) 2003, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3037, serial # (B)(4), product type programmer. (B)(4).